Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The customer's wife stated the high blood glucose was caused by alcohol. The wife also inquired how to operate the insulin pump to treat her husband's blood glucose. The husband's blood glucose was 302 mg/dl. No additional information provided.